Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use, the physician removed the farawave catheter from the patient because it had a cobra shape and wanted to solve it manually. After introducing the catheter back into the sheath and aspiration, there were many bubbles coming to the syringe. The catheter tip was behind the handle (in the transparent part of the sheath), the shaft was straight as usual. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use, the physician removed the farawave catheter from the patient because it had a cobra shape and wanted to solve it manually. After introducing the catheter back into the sheath and aspiration, there were many bubbles coming to the syringe. The catheter tip was behind the handle (in the transparent part of the sheath), the shaft was straight as usual. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.